Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that customer biomedical engineering department sees pump modules that require upper pressure transducer replacement. This was reported to bd representatives during their site visit. There was no patient involvement.